Event description:
Pt was hospitalized for ulcers of lower extremities related to peripheral vascular disease, which were bleeding. Pt's death was viewed as an expected death related to stable condition; awaiting discharge for rehabilitation, but found unresponsive. Unable to determine exact cause of death (no autopsy). Physician believes consideration should be given to possible pacemaker malfunction. EKG at time of code did not show pacer spikes, although it cannot be determined that all leads were checked.